Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and hyperglycemia and went to the emergency room (ER) for treatment. Per the customer's healthcare provider (hcp), the dka was a result of user error. The hcp had advised the customer to decrease current basal rate by 0.1 units per hour. However, the customer mistakenly changed the basal rate to 0.1 units per hour. The pump basal rate settings have been adjusted to the correct setting.